Event description:
It was reported that insulin gauge display showed amount different than expected, with pump currently displaying 0 units and caller experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer and support determined that fill estimate discrepancy was related to an alert or alarm condition, and no additional corrective actions were documented.